Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the reselect application was displayed and can't do the shooting. Upon functional testing the fse found that the actual cause of the issue was image disk hdd problem. The fse replaced the hdd for image disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and health impact code was corrected.

Event description:
It was reported to philips that the device lost the live image due to an image disk problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported.